Event description:
It was reported the patient experienced a burning sensation on the lateral side of his back. A CT scan revealed the patient¿s lead had migrated laterally. To address the issue, the physician explanted and replaced the migrated lead with a new model. Postoperatively, effective therapy was restored.